Event description:
The biomedical engineer (biomed) reported to the field service rep (fsr) that during preventative maintenance (pm) of the device, the total time will reset or if you press the blue buttons, sometimes the moisture sensitive device (msd) will go to all dots. Since this event was during pm, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The laboratory technician inspected the pump for visual or tactile issues and found none that would contribute to the reported event. He noted that the pump appeared to turn on normally but after several seconds the display showed erratic digits and the central processing unit (cpu) would reset erratically. The technician took the boards out and re-seated them. He was able to produce normal pump operation but observed the returned erratic displays/resets when he lightly tapped the cpu board. Service replaced the suspect cpu board and completed the preventive maintenance (pm). After the pm, the unit operated to MFR's specifications and is ready for clinical use. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.